Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code and a fault ID. The issue caused the customer's blood glucose level to exceed a certain point, though the specific value was unknown, only indicated as "high." To address the high blood glucose, the customer administered a correction injection using manual daily injections (mdi). Tandem technical support resolved the issue by replacing the pump, providing instructions for returning the malfunctioning unit, and ensuring the customer knew how to handle and program the replacement pump. The customer did not need third-party assistance beyond normal support and used mdi as backup therapy.